Event description:
It was reported that during a peripheral stent placement procedure, the stent dislodged inside the patient. The 70% stenosed lesion was located in the severely calcified and mildly tortuous right iliac artery. Vascular access was obtained via the right femoral artery. It was noted that the lesion was not pre-dilated. As the physician was advancing the 8.0x40x75cm express biliary ld premounted stent system towards the lesion, the physician noted that the express biliary stent was 'off the balloon'. The physician replaced the 6fr sheath with a 9fr sheath and then successfully snared the express biliary stent from the external iliac artery. The physician did not attempt to advance another stent to the lesion. No further patient complications were listed and the patient's status was reported as 'stable'.

Event description:
It was reported that during a peripheral stent placement procedure, the stent dislodged inside the patient. The 70% stenosed lesion was located in the severely calcified and mildly tortuous right iliac artery. Vascular access was obtained via the right femoral artery. It was noted that the lesion was not pre-dilated. As the physician was advancing the 8.0x40x75cm express biliary ld premounted stent system towards the lesion, the physician noted that the express biliary stent was ¿off the balloon¿. The physician replaced the 6fr sheath with a 9fr sheath and then successfully snared the express biliary stent from the external iliac artery. The physician did not attempt to advance another stent to the lesion. No further patient complications were listed and the patient¿s status was reported as ¿stable¿.

Manufacturer narrative:
Device evaluated by manufacturer: the stent was returned attached to a snare inside a 7fr sheath. The stent delivery system was not returned. A visual examination of the returned devices revealed that both the proximal and the distal end of the sheath was flattened and bunched up. The stent was wrapped around the hoop of the snare and was severely damaged. One end of the stent was twisted and flattened. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be user related as the device in not indicated for use in the iliac artery. (B)(4).

Manufacturer narrative:
(B) (4). (B) (6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).